Manufacturer narrative:
The information that provided in date of event with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 700 mg/dl. Customer was in the intensive care unit. The customer also stated that they had symptoms like diarrhea and difficulty in breathing. The customer was treated with intravenous drip and manual syringe. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer also stated that they did allege insulin pump was under delivering. Customer stated that auto mode feature was not active. Customer was performed self test and they received hardware low level failures twice. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 6 trace on keypad assembly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.